Manufacturer narrative:
(B)(4). Batch # p58l4r. The analysis found that one pse60a device was returned with no apparent damage with two cartridges reloads present. The cartridge ecr60d (b) was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge may not have been fired over a hard object. The cartridge ecr60b (c) was received fully fired. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during gastric sleeve by videolaparoscopy in the patient paola, during the second clipping with the golden reload, it broke the plastic part and more than 2/3 of the stapling remained open, the metal part of the reload was more loose, where we had to suture manually all the opened part. The next shot with blue charge also presented bad formation of the staples, being necessary also replacement of the electric echelon stapler for conclusion of the procedure, with no damages to the patient.